Event description:
It was reported that the external pulse generator would not turn on, that menus were not able to be accessed. It was further noted that the generator stayed on after it was powered off. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F(B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the device failed to power on, that menus were unable to be accessed and that the generator stayed on after being powered off. Analysis did find the upper case and one side bail cover were broken, the battery contacts were compressed and the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator would not turn on, that menus were not able to be accessed. It was further noted that the generator stayed on after it was powered off. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.